Event description:
Litigation alleged the patient suffered pain, weakness and difficulty with daily living activities as a result of the implanted asr hip.

Manufacturer narrative:
Pt is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleged the patient suffered pain, weakness and difficulty with daily living activities as a result of the implanted asr hip. Doi: (B)(6) 2008 - dor: none reported (left hip). Pt is a resident of the state of (B)(6). Update: 14 april 2014 der received. Dor (B)(6) 2014. Hospital (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.